Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled, the jaws were found to be slightly vertically misaligned. The root cause could not be determined as engineering was unable to replicate the incident. The root cause of the scissoring was likely that the application structure size, or the clip application depth, prevented proper clip closure. It is unlikely that the slight misalignment contributed to the customer's experience of scissoring since acceptable clip alignment was maintained throughout testing. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap cholecystectomy- "after charging the first clip was the other way round in the tip of the instrument. This clip was discarded. With every further firing two clips released at the time. Update from meeting with surgeon: the clip was not the other way round in the tip of the instrument as mentioned in the report, but the two tips of the clip were not in contact with each other after firing. The clip was "overclosed." Then the second clip misfired two clips with each firing." Patient status: good.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.